Event description:
Info rec'd indicates that epicardial tissue abrasion occurred during product use, which required 2 sutures to close during the case. The procedure was completed without product change out. No add'l pt complication was reported.

Manufacturer narrative:
H3 analysis: visual inspection of the returned device shows no sign of damage or abnormalities detected. We are aware of this issue occurring if the octopus articulating arm is used not only to position the suction pods but also to position the heart. As a result of this use, increased surface contact between the octopus and the heart tissue may lead to surface abrasions as reported. Medtronic does have separate devices that are designed for and should be used for positioning the heart. Although requested, add'l pt info (gender, dob) is unk. Conclusion: device evaluated and alleged product problem was not detected; an exact cause has not been determined for the reported event.